Event description:
Additional information was received that the depth of implant was intended. The physician wanted to have the valve frame pulled into a more annular position by having rows 5-6 proximal to the native annulus. The valve was conforming to the patient's anatomy. Per the physician, it was unknown what caused the valve to flip upwards pointing towards the distal pulmonary artery. Additionally, it was noted that the patient's native pulmonary valve annulus was narrow, measuring 13-17mm in diameter at minimum which was suspected to be a contributing factor to the final result.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter pulmonary valve, the patient had a pre-existing mean gradient of approximately 10 millimeters of mercury (mm hg), and pre-dilation was not performed. There was no misload identified during loading. During the first deployment attempt and after the valve was fully uncovered, the valve frame was pulled down through the native annulus; however, the valve was only able to move slightly proximal, and the valve was fully deployed from the coil. It was noted that the target implant depth was to have rows 5-6 of the valve frame below the native annulus. Post-implant hemodynamics were performed that revealed a right ventricle (rv) gradient of greater than 50 mm hg, and a high pulmonary artery gradient. Therefore, multiple rv angiograms were performed that revealed one of the transcatheter valve crowns appeared to be "in-folded"/inverted upward 1-2 proximal crowns. Subsequently, a post-implant balloon dilation was performed using a 22 millimeter (mm) by 40 mm non-medtronic balloon; however, the frame distortion did not resolve. Another balloon dilation was performed again, and the balloon was pulled backwards proximal across the native valve narrowing. It was noted that the frame distortion pointed downwards in the same direction as the proximal crowns. However, when the balloon was deflated, the same crown flipped back upward, opposite to the other crowns. The same balloon dilation technique was repeated; however, the frame distortion occurred again after deflating the balloon. A second set of hemodynamics were performed that revealed a reduction in rv pressure and gradient. Therefore, the patient was placed under observation with plan to monitor for 30 days if symptoms present or the gradient worsens. Per the physician, the depth of implant and patient's anatomy, specifically a very narrow pulmonary valve annulus of 13.8 mm in systole and 17.6 mm in diastole, contributed to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: harmony-dcs (lot: 0012702022); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.